Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files shows battery failure alarms were activated. They suspected a faulty power board problem on the unit. The power board electronics was replaced and the issue was resolved.

Event description:
The customer reported that the unit is automatically turning on/off by itself and also reported battery issues on the device. Patient involvement is unknown at this time.